Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and low battery alert. The customer's blood glucose level was 387 mg/dl at the time of incident. The customer reported the alert and alarm. The customer states the insulin pump keeps beeping and looks like the reservoir is empty when it is not. The customer did troubleshoot the issue. The customer declined troubleshooting and treated the high blood glucose level with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert, low battery alert, audio/beep anomaly and unexpected unexpected alarm noted. Unit was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.